Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
A 3.0 x 33mm cypher select plus stent was implanted in the left anterior descending branch at 12 atm. The proximal part of the stent was located in the distal portion of the left main, so the circumflex branch was jailed. It was difficult to remove the bmw wire from the circumflex causing the stent struts to become uplifted. Some coated part of this wire was peeled off. Therefore, the lesion was pre-dilated and a 3.5 x 8mm cypher select stent was implanted at 14 atm to treat the left main and compress the peeled part of the wire against the arterial wall. The patient was initially admitted in 2007, with unstable angina pectoris. The patient had a 70%, restenotic lesion in the proximal left anterior descending branch. The lesion was type c, ostial, irregular, and eccentric. The lesion had a length of 25mm and a vessel diameter of 3mm. The patient's medications include the following: aspirin (pre, intra, and post procedure), clopidogrel (pre, intra, and post procedure, statins (pre and post procedure), beta-blockers ( pre and post procedure), reopro (intra procedure), and heparin ( intra and post procedure).